Manufacturer narrative:
Unit received with cracked and bleeding lcd glass and severely physical damage to case and keypad traces caused by dog chew marks. Unable to perform, displacement test or verify button keypad anomaly due to physical damage to pump. Unit received with broken battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was chewed up by a dog and the buttons were no longer responding and insulin pump was not working. Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would need to be replaced.